Manufacturer narrative:
There is not enough evidence to exclude the impella device suboptimal position and flow as an associated factor to the overall outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced suboptimal positioning and pump flow. The patient expired the same day. An echocardiogram was completed and showed ejection fraction between 15-20% with moderate mitral regurgitation and severe tricuspid regurgitation. Left and right heart catheterizations were ordered and completed and showed multivessel disease involving all major vessels including the left main. End-diastolic pressure was greater than 30. At completion of the procedure, the patient was stable. Once the patient was moved to a bed, the patient arrested. The patient was, therefore, moved back to catheterization lab table and coded. Code involved cardiopulmonary resuscitation, intubation, emergency medications, and defibrillation. Once return of spontaneous circulation was achieved, the physician opted to place an impella cp for mcs. The impella cp device was successfully completed, and the patient was transferred to the cardiovascular intensive care unit on support. For continued evaluation. The following day the patient remained intubated and was noted to be following the nurses' commands. Nephrology was consulted for continuous renal replacement (crrt) therapy. The next morning the patient's groin site began to bleed and there were waveform changes. Manual pressure was applied to the groin site. Regarding the waveform changes, an echocardiogram for placement assessment was completed and confirmed the impella cp device was "very" shallow. Repositioning at bedside was completed. The device was initially advanced to approximately 4.6 centimeters and then pulled back to 3.3 centimeters. It was noted that the pigtail of the impella appeared to be being pulled by ventricle cord or papillary bed. The physician was unable to reposition without risk of the device being pulled through the aortic valve. The device was only able to achieve a performance level of p-5 without suction and getting approximately 2.8 liters of flow. The patient continued to deteriorate. There were several discussions made regarding the initiation of crrt and escalation of impella therapy. It was noted that the impella position and flow were to be suboptimal. However due to the family's decision, no measures were taken to rectify. The family made the decision to place the patient on do not resuscitate status. The patient would expire shortly thereafter.

Manufacturer narrative:
Access site bleeding - minor: clinical states that mild bleeding was observed at the access site after the linen of the patients bed was changed with was easily controlled by manual pressure. Pump was not returned for investigation. Therefore, based of the clinical information provided, the root cause of the access site bleeding issue was most likely patient movement since the bleeding started right after the linen change. Positioning issue: clinical states that after the bed linen change, the patient had access site ooze and the echo found pump to be advanced further into the ventricle initially and pulled back again due to pigtail appearing to be pulled by ventricle cord or pap bed. Pump was not returned for investigation. Therefore, as per the clinical information provided, the root cause of the positioning issue was most likely patient movement related to the movement of patient during the linen change. Saturated flow: fm changed from low pump flow to saturated flow per review of the data logs. Clinical states that the pump could only achieve p5 without any suction alarms after the positioning issue. Pump was not returned for investigation. Data logs confirm suction alarms when p-level is turned above p5. Placement signal is seen trending downward. On (B)(6) 2025, after 12pm the pump was auto adjusted to p5 with saturated flows. Similar saturated flows at p4 and p3 as well till pump explant. No motor current spike or purge issues. Patient had positioning issues earlier on (B)(6) 2025 and pump was repositioned with risk involved but the outcome of repositioning is unknown. Therefore it is not conclusive the true reason for suction alarms. Based on the clinical information provided and data logs review, the root cause of the saturated flow was not determined since pump was not returned and clinical data and data log review were inconclusive.